Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y, the device caused tissue damage while stapling the jejunojejunostomy anastomosis. After firing the reload and pulled back on the knife blade, there was a small piece of tissue that teared and pulled back with the knife blade. This did not happened on single use loading unit. No intervention was needed to complete the case. There was no patient injury noted.